Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter read inaccurately high compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately at an unknown time on (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result of "201 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It is not known how the patient manages her diabetes or whether she made any changes to her usual diabetes management routine as a result of the alleged issue. She claimed that "10 minutes" after obtaining the alleged inaccurate result, she was "unable to breathe, shaky [and] sweaty." She reported that she received treatment for her symptoms, but was unable to specify the nature of the treatment. She was also unable to say whether she had used any other device to test her blood glucose levels. During troubleshooting, the cca established that patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the patient did not have control solution available to test the meter and test strips. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter and reportedly received treatment for symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2: the retain test strips have been further evaluated by lifescan product analysis with the following findings: the retain test strips failed for precision at the 300 mg/dl level. In addition, a DHR (device history record) was completed for the associated meter lot and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.